Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a coronary interventional procedure using a 6f sheath. Reportedly, the device was slightly more difficult than normal to advance. When attempting to remove the device, the lever would not fully close. Force was applied to close the lever and a cracking sound was heard. The device was stuck in the artery. The patient was taken to the operating room and the device was removed via a cutdown. When the device was removed, the foot was partially deployed and the posterior foot was separated. The location of the posterior foot is unknown. Although there was no issue with blood flow or patient effects, it cannot be confirmed if the separated foot remained in the patient. There was no damage to the vessel. During the surgery, significant plaque was observed, therefore an endarterectomy was performed. Hemostasis was achieved via manual suturing. Hospitalization was prolonged by two additional days. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The previous report was submitted on 9/15/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported entrapment, noise, difficulty to close could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was used to close the lever. Per the instructions for use (IFU), do not apply excessive force to the lever when returning the foot to its original position( marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device and or lead to vessel trauma which may necessitate intervention and/or surgical removal of the device and vessel repair. It is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.